Manufacturer narrative:
Correction: d6b. Date of explant should have been "d6b. Date of explant" rather than "blank".

Event description:
New information received notes that the right atrial (ra) lead exhibited oversensing noise resulting in mode switch. The ra lead was explanted on (B)(6) 2026 and replaced on (B)(6) 2026.

Manufacturer narrative:
Correction: section b5. The correct describe event or problem should have been: "new information received notes that the right atrial (ra) lead exhibited oversensing noise resulting in mode switch. The ra lead was explanted on (B)(6) 2026 and replaced on (B)(6) 2026." Rather than "new information received notes that the right atrial (ra) lead exhibited failure to pace and oversensing noise resulting in mode switch. The ra lead was explanted on (B)(6) 2026 and replaced on (B)(6) 2026."

Event description:
New information received states that the right atrial (ra) lead was explanted. The patient status was unknown.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. Programming changes was made however it was not resolving the noise issue. The patient status was unknown.

Event description:
New information received notes that the right atrial (ra) lead exhibited failure to pace and oversensing noise resulting in mode switch. The ra lead was explanted on (B)(6) 2026 and replaced on (B)(6) 2026.